Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Upon functional testing, the fse checked the m cabinet and found that the l3 was tripped and f11 and f20 fuse were defective. The fse replaced the fuses but f11 was defective due to l3 power tripped again. The fse bypassed x208, x209, sib but upon reinstallation of host pc the l3 power tripped and the fse confirmed that the host pc was defective. The defective host pc was returned for analysis, and it confirmed that the power supply was defective. To resolve the reported issue, the fse replaced the host pc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully.the system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.